Event description:
This MDR is for the unknown test strip lot. Refer to the MDR with patient identifier (B)(6) for the report on strip lot 32264411. Customer complained of discrepant results between coaguchek xs meter (B)(4) and a lab using and unknown reagent. On (B)(6) 2018, customer tested patient 1 by fingerstick on the meter using strip lot 32264411 and the result was 4.7 inr. The patient had a lab test within 7 hours and the result was 3.2 inr. On (B)(6) 2018, customer tested patient 2 (male, (B)(6)) by fingerstick on the meter using an unknown strip lot and the result was 5.9 inr. The patient had a lab test within 7 hours and the result was 3.8 inr. On (B)(6) 2018, customer tested patient 1 by fingerstick on the meter using strip lot 32264411 and the result was 5.7 inr. The patient had a lab test within 7 hours and the result was 3.7 inr. Patient 1 has a therapeutic range of 3.0-3.5 inr. Patient 2 has a therapeutic range of 2.5-3.5 inr. Patient's have no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no bleeding or bruising, no changes in diet or medication and are not anemic. There was no allegation of an adverse event. Corresponding retention test strips (322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.